Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the 9900 system was locked up. It was noted that the system sat idle for about one hour, prior to this lock up problem. It was also noted that no error code was displayed and the system would not completely reboot. Another system was used to complete the case. There was no report of pt injury.